Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3 failed, unable to recover and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 19 jan 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 3 was not detected due to a failed rear controller board. The field service engineer fse replaced the rear controller board and tested the system. The fse verified proper operation through the inventory application without any issues. The system functioned as intended after the field service engineer repaired the device.